Event description:
It was reported that this pacemaker showed a premature battery depletion (pbd) behavior. The patient reported to have a low pacing rate when arriving to the emergency room. This device was explanted and a new pacemaker was implanted. No additional adverse patient effects were reported.